Event description:
Inappropriate shock due to interference and oversensing was reported. The lead and device were replaced. No further patient complications have been reported as a result of this event. It was further reported there was high impedance and apparent lead fracture. The lead could not be extracted and a big portion was left in the veins.

Manufacturer narrative:
This event occurred outside the us, where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
This event occurred outside the us, where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. (B)(4): proximal conductor fractured, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer insulation had a cosmetic cut, the outer insulation was breached cut and the outer insulation had a cosmetic depression. Proximal segment returned and analyzed.